Event description:
During an a-fib ablation procedure, the following devices were used: a 6f quadripolar sjm josephson curve was in the right ventricular apex, an 8 mm ept large curve ablation catheter was in the coronary sinus, an agilis nxt sheath across the intra-atrial septum and a cordis webster celsius ds 8 mm roving in the left atrium creating geometry. Transseptal puncture had been performed with a brk needle through the agilis nxt, guided by intracardiac echo (accusion catheter). The transseptal puncture went without incident and la pressures were recorded before cannulation with the agilis. During geometry creation, the pt's arterial pressure dropped below 70 mm hg, measured by a 4f arterial line in the left femoral artery. Pericardiocentesis was attempted via sub-xyphoid approach without success. Cardiac surgery was called and the pt was transferred to the operating room where a small slow leak was found. The perforation was repaired and the pt is reportedly recovering. No products are available for analysis. Information received (B)(4) 2008 - dr (B)(6) stated that the perforation happened with the biosense webster ablation catheter. It was their new bi-directional steering catheter that they were trialing. The perforation was found to be at the base of the left atrial appendage.

Manufacturer narrative:
The device was not returned for analysis and review of the device history record was not possible as the lot number is unknown. Should additional information become available in the future, sjm will reopen the investigation and analysis into this event. Based on the information provided to sjm, the perforation happened with the biosense webster ablation catheter. The perforation was found to be at the base of the left atrial appendage.